Manufacturer narrative:
We recommend that all re usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened.

Event description:
It was reported that during a tka procedure, instrument broke during impaction. No delay reported. No revision surgery performed. Backup available. No injury or impact to the patient reported yet.